Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00068: driver; 3025141-2021-00070: plate.

Event description:
While implanting an aculoc 2 plate, a driver was used to insert a locking screw. The tip of the driver broke off in the head of the screw and could not be removed. It remains implanted in the patient's body.